Event description:
Same case as MDR ID # 212134265-2014-00064 and 2134265-2014-00052. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The intravascular ultrasound image and lcd display were normal. No patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).